Event description:
It was reported that a decrease in sensing was observed. X-ray revealed lead dislodgement. The lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.